Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# n778500001 implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: n778500001, ubd: (B)(4) 2020, UDI#: (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl 50 mcg/ml for a total dose of 18.800 mcg/day and bupivacaine 30 mg/ml for a total dose of 18.800 mg/day via an implantable pump. It was reported the patient was not getting sufficient pain relief. It was unknown what factors may have led or contributed to the event. It was unknown what diagnostics or troubleshooting was performed. It was reported the catheter kinked at connection site. Surgical intervention occurred as the catheter was partially explanted on (B)(6) 2021. 0.5 cm of pump segment and 0.5 of spinal segment we explanted. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked, but unknown. No further complications were reported/anticipated.